Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported pressure issue and replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4) at the zero point specification. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 10jan2019. A gas delivery system (gds) was returned to philips for failure analysis. Testing revealed no failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 17jan2019. Date rec'd by MFR: 16jan2019. During further investigation (fi), a visual inspection of the data acquisition (da) pcba revealed no signs of damage or contamination. The da board was installed into an fi test ventilator. The test ventilator powered up from ac and delivered breaths. The pressure accuracy test was performed and passed. Post was executed 15 times without generating any failures. The ventilator operated for one (1) hour without failures. The test ventilator did not generate any diagnostic error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.